Event description:
Additional information was received and a revision procedure was performed for this lead dislodgement. No adverse patient effects were reported.

Event description:
Boston scientific received information that during an implant procedure of this left ventricular (lv) lead had good threshold and impedance measurements. Ventricular fibrillation (vf) was induced and unsuccessful reversion shocks at 21j and 31j. The vf was terminated with a 41 j shock and the procedure was ended. The next day this lv lead had increased pacing threshold measurements. The lv lead was changed to pace in this configuration. A x-ray revealed that this lead had dislodged. A lead repositioning will be scheduled in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.